Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump ran out of battery, the customer changed the battery but the display remained blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; customer could not clean the cap but had removed the battery for 10 minutes and tried three different batteries but it would not turn back on. Blood glucose value was 85 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to an unplugged battery tube connector. The battery connector was reconnected, and the pump was monitored and tested. The pump passed all operating currents within the specification range, and passed the off no power test. The pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.